Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6). Device will not be returned

Event description:
Reporter stated the infusion headsets have fallen off the customer during the night and this has resulted in hyperglycemia of up to 23.0 mmol/l. She has been able to self-treat hyperglycemia by changing the infusion set and delivering a correction bolus. Her infusion sites have been red and swollen due to an allergic reaction, and she is unsure if she scratched the headsets off or if they detached due to a product issue. No product is available to return for evaluation. No adverse event was reported.